Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker showed a power usage of 232 percent. Engineering analysis noted that the power consumption appeared to be increasing in a gradual fashion and explant was recommended. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker showed a power usage of 232 percent. Engineering analysis noted that the power consumption appeared to be increasing in a gradual fashion and explant was recommended. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker showed a power usage of 232 percent. Engineering analysis noted that the power consumption appeared to be increasing in a gradual fashion and explant was recommended. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. The device was received for analysis.